Event description:
This case was initially received via regulatory authority (hpra, reference number: (B)(4)) on 19-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("suffers with chronic issues") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (hpra, reference number: v37301) on 19-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("suffers with chronic issues") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Most recent follow-up information incorporated above includes: on 27-sep-2018: this case was identified as a duplicate of case 2015-465874 and will be deleted from bayer database. All information was transferred to the remaining case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.